Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an unresponsive b button and arrow buttons on the insulin pump. Customer set an alarm on 20 units but she only had 4 units when she checked the pump. Customer did not have any previous alarm in the alarm history. Customer's blood glucose was 114 mg/dl. Customer was advised to revert to a back-up plan.